Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level of 285 mg/dl. Reportedly, the user did not bolus for a meal. The user addressed bg level with a bolus via the pump.